Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient fell asleep while recharging and when he woke up, there was an informational power on reset message seen on the patient programmer and the implantable neurostimulator recharger. This power on reset is not related to an overdischarge event. The patient was able to successfully clear the informational power on reset message using his patient programmer. The patient was able to turn therapy back on and the therapy was adequate. There were no patient symptoms or complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient noted that they had fallen asleep while charging with ins and when they woke up, they were laying on the controller. No symptoms or complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.